Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and this transvenous defibrillation lead exhibited pacing inhibition shortly after implant. The patient was returned to the operating room where the chronic right ventricular pacing lead was reconnected to the device and the rate/sense portion of the defibrillation lead was capped. Guidant received additional information that the patient experienced a presyncopal episode and reported to the emergency room. The electrograms showed noise on the rate/sense channel that was oversensed, resulting in pacing inhibition. The physician programmed sensitivity to least; however, there was still some intermittent noise and pacing inhibition.

Manufacturer narrative:
The guidant defibrillation lead was explanted and replaced with a non-guidant lead. The device and other leads remain in service without further complication. Should guidant receive additional information related to this clinical observation, this event will be reopened and updated. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) and this transvenous defibrillation lead exhibited pacing inhibition shortly after implant. The patient was returned to the operating room where the chronic right ventricular pacing lead was reconnected to the device and the rate/sense portion of the defibrillation lead was capped. Guidant received additional information that the patient experienced a presyncopal episode and reported to the emergency room. The electrograms showed noise on the rate/sense channel that was oversensed, resulting in pacing inhibition. The physician programmed sensitivity to least; however, there was still some intermittent noise and pacing inhibition.